Event description:
The customer reported a 12 lead ECG problem. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a 12 lead ECG problem. There was no reported pt involvement. This compliant is still being investigated. A follow-up report will be submitted upon completion of the investigation.